Manufacturer narrative:
Concomitant medical products: product ID 3389-40, lot# l81608, implanted: (B)(6) 2000, explanted: (B)(6) 2004, product type: lead; product ID 748251, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2004, product type: extension; product ID 7495-51, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. Please note there is a discrepancy between the ins implant date and the ins manufacturing date. Based on records, the patient was implanted (B)(6) 2000, but it is indicated the device was manufactured 2000-09-09. (B)(4).

Event description:
It was reported the patient's system was removed due to an infection. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.